Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the lead was noted. Based on the review of the images provided to st. Jude medical, the conductors appear to be externalized. However, to make an ec determination the images of the lead need to be reviewed while still implanted since this could have been caused by extraction process. The lead was extracted. The patient was in good condition after the procedure.